Event description:
It was reported that the patient presented to the hospital for a scheduled pulse generator changeout. Prior to procedure, it was discovered that the right ventricular (rv) lead was over-sensing noise resulting in high ventricular rate episodes. The noise was found reproducible when pressed on the device site. The rv lead was capped and replaced on (B)(6) 2024. The patient was in stable condition throughout.